Manufacturer narrative:
The problem was due to a component failure (touch screen display). We are unaware about patient injury.

Event description:
The laser system has the following problem: "the touchscreen was broken and it got black near a corner". No adverse effects to patient were reported.